Manufacturer narrative:
The reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review concluded this was a repeat issue. A relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Manufacturer narrative:
Internal complaint reference: case (B)(4).

Event description:
It was reported that during surgery, the firstpass suture passer did not grab the thread. The procedure was completed without delay using a back-up device. No patient injury or other complications were reported.

Manufacturer narrative:
H3, h6: the reported device was received for evaluation. A visual inspection showed the device was not received in any original packaging. The device shows signs of use but no visible deficiency. A functional evaluation was performed on the returned device and showed the jaw will not close completely when the lever is pulled. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found no similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause has been associated with a mechanical component failure. Factors that could have contributed to the failure include rough handling or excessive force to the device. No containment or corrective actions are recommended at this time.